Event description:
It was reported that the catheter was implanted in may via subclavian vein. The pt was discharged and was instructed to be dialysized regularly. At the last dialysis session, the catheter was connected to the machine. It was shortly after the catheter was connected to the device that the machine alarmed there was air in the system. As a result, the entire system was checked. A "hairline" crack was found at the arterial catheter hub. The junction hub was exchanged with a car-repair set. It was noted that the sales rep collected the used tubes and connections along with the affected sample. The catheter was cleaned with sanalind and freka derm. They use urokinase hs medac for lysis. The block was made with natrium zitrat citrum 3.13%. This was the second exchange of the juncture hub for this patient. However, the first time, it was reported by the physician. There were no patient complications.

Manufacturer narrative:
Evaluation: one cannon catheter connector assembly was returned. A small crack was found, under magnification, on the arterial hub just below the luer connection. Instructions for use caution against the use of alcohols, peg ointments and other chemicals that may cause catheter degradation. The instructions for use also advise that repeated over tightening of hubs could reduce connector life and lead to failure. A device history record trace can not be completed since the lot number is unk. Conclusion: the reported complaint of "crack on the arterial catheter hub" was confirmed through visual observation. The potential cause of this complaint cannot be determined.